Manufacturer narrative:
No unexpected reset of the time/date noted, and no alarms noted during testing. The pump passed the error, displacement and self tests. However, several alarms were noted in the alarm history file, which were due to a corrupted history file. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart, external ram crc error, and displayable history crc check failed at startup from the insulin pump. The customer's blood glucose level was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer was advised that the pump may give a displayable history crc check failed at start up alarm if the pump is without battery for an extended amount of time. The customer will be sent a replacement pump.